Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. Cause was not known. Reportedly the customer lost consciousness and paramedics were call and assisted the customer with glucagon, carbohydrates and juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.